Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: no samples were received for investigation of complaint reference pr (B)(4) reported via post market survey; however, the customer feedback stated that they encountered leakage while using the bd¿s texium¿ closed male luer (cml). No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this is feedback to a specific failure mode.

Event description:
It was reported that the bd alaris texium closed male luer had leakage. The following information was provided by the initial reporter: clinician experienced: -leakage -exposure to hazardous drugs (not resulting in clinician / patient harm).